Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-07217. It was reported the pt had experienced weakness in the legs which began a day or two after the implant of the scs system. The physician was notified. F/u with the pt identified the ipg had flipped over in the pocket site. An x-ray was taken, and the face of the ipg was turned over. The pt was receiving stimulation, but was unable to communicate with the external devices. Surgical intervention was to be undertaken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.